Event description:
Discordant troponin results were obtained on four patient samples on a dimension xpand plus with hm instrument. The samples were repeated on the same instrument, resulting lower. Both the initial and repeat results were reported to the physician(s), who directed patients (B)(6) to a hospital. The physician(s) could not tell which of the results were discordant. It is unknown if there are any reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). Tsc instructed the customer to clean the sample and reagent drains, and run a chemwash test. Upon followup, the customer stated to tsc that chemwash results were imprecise. A siemens customer service engineer (cse) was dispatched to the customer site. The cse decontaminated the instrument and replaced probes and tubing. Chemwash and patient correlation were run, resulting within range. After the cse visit, it was discovered that the customer had a water contamination issue. The cse returned to decontaminate the system after the water contamination issue was resolved. The lab also had reported a result (sid (B)(6)) which was flagged with abnormal assay error. According to the dimension xpand plus instructions for use, if this occurs, the result should not be reported and the sample should be rerun. The cause of the discordant troponin results is unknown. The cause of patient sample (B)(6) being reported is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.